Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but was unavailable: * please clarify if there were any adverse patient consequences due to this event? If yes, please explain in detail. It is not possible to obtain further details or no additional information is available. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Report related to: report related to: 2210968-2022-03391.

Event description:
It was reported that a patient underwent an unknown eye procedure in (B)(6) of 2022 and suture was used. During the procedure, ¿the suture frays and breaks during use. This gives uncertainty about the durability of the operation. When preparing the suture 2nd needle, for example, as it is pulled out, the thread breaks. There were no patient consequences reported. Additional information was requested.